Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3143 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3143 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, pelvic congestion, ovarian cyst, dyspareunia, dysmenorrhea, metrorrhagia, drug allergy, meat allergy, tobacco user (recently quit tobacco use - (B)(6) 2017 and overweight. Concurrent conditions were listed as hypermenorrhea and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3143 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2012 from (B)(6) 2022 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.839 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: procedure: hysterosalpingogram reason for exam: essure confirmation report: an hsg was done in this 38-year-old female patient with history bilateral essure procedure done 3 years ago. Signed informed consent was verified. The scout x-rays demonstrate bilateral essure devices which appear appropriate in position. The cervix was exposed and catheterized using sterile technique. 10 cc of contrast was instilled through the catheter into the uterus in a retrograde fashion. Uterus appears normal. No masses or filling defects. Smooth contour. No contrast is seen in or around the fallopian tubes, indicating non-patency. Patient tolerated the procedure well and there were no immediate complications. Impression: previous bilateral essure procedure. No contrast is seen in or around the fallopian tubes, indicating non potency. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen received: uterus, bilateral fallopian tubes final pathologic diagnosis: cervix: squamous metaplasia. Negative for dysplasia or malignancy. Endometrium: secretory endometrium. Negative for hyperplasia, atypia or malignancy. Myometrium: no pathologic abnormalities. Serosa: no pathologic abnormalities. Fallopian tubes: no pathologic abnormalities. Gross description: fallopian tubes bilaterally are grossly unremarkable with normal fimbriated end and measure 7cm in length and 0.5cm in diameter bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received .medical history & lab data added including pathology test .reporter information added . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.